Manufacturer narrative:
(B)(4). One locking connector, the tubing strain relief and two pieces of catheter were returned for analysis. The injection port was not returned for analysis. Per visual inspection it was observed that the smallest piece of tubing is damaged, the tubing dimensions (inner/outer diameter) at one end have altered (diameter has become bigger). A small blue mark is noted on the barium strip, possibly from a pen or result of the fluoroscopy. The damaged end of the tubing appears to have to been twisted. The barium strip no longer runs straight along the tubing. On the tubing strain relief a small cut is noted. Microscopic inspection of the 1.5cm section of catheter indicated that one end of the tubing bears witness marks of a cut and the other end bears markings of tearing. The circular witness marks were observed inside the tubing, these markings are consistent with the position of the arrow (barb) on a velocity port connection tube the piece of tubing was pushed onto a sample port and returned locking connector locked into place. The experiment confirms that torn end of the tubing is in fact the end facing away from the port and also indicates that the catheter has torn off after the locking connector. The locking connector inner diameter was measured and was within specification. The results of the investigation were discussed with the design and r&d engineers; it was highlighted that this type of failure mode would require the tubing to be placed under considerable stress. In addition it was observed that per the product¿s instructions for use (IFU) sufficient tubing length needs to be left within the peritoneal cavity to avoid tension on the gastric band. A review of the manufacturing records could not be conducted as no lot no was communicated. Events of this type will be trended and monitored.

Event description:
The doctor at (B)(6) swapped to our needles from bd in (B)(6) - same needle gauge and size. Since the swap, he has had two miscarriages - the patient details are as follows:((B)(6) 2010): average body weight. Nuchal scan reading 4.4 multiple. Came in (B)(6) with bleeding - later ruptured membrane and iud (B)(6). I have tried to get as much information as possible. The doctor is the lone practitioner doing amnios at (B)(6). He has changed nothing and had no previous cases of miscarriage in 2 years.

Event description:
It was reported that post implant of adjustable gastric band procedure the patient reported no restriction felt. The patient had two fills previously. The fluid amounts are unknown. A fluoroscopy was performed and fluid was found around the port area. The tubing was broken at the locking connector. A port revision procedure was performed and the tubing was reconnected it to the port. A new locking connector was used. Five ccs fluid was added and fluoroscopy was performed. The patient had restriction. The patient stayed overnight for observation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.